Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4581 eye anatomy issue: pre-existing disease was inadvertently not included. Therefore, it is captured in this supplemental filing. The following section has been updated accordingly: section h6: health effect - clinical code: 4581 eye anatomy issue: pre-existing disease. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 3/16/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 10/29/2020 and 1/21/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model intraocular lens(iol) was explanted from patient's left eye as the patient had left over astigmatism after cataract surgery. Also the patient has had blurry vision and halos related to astigmatism. Patient has keratoconus. No incision enlargement, vitrectomy or sutures were performed. There was no delay in procedure. The replacement lens used is a different model, dfr00v and different diopter 21.0 lens. Patient is happy but still healing. Patient/user outcome: visual acuity pre-op: uncorrected 20/40. Visual acuity post-op: uncorrected 20/25. No further information available.